Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No an error in the motor was detected by reading unexpected value from hall sensor or interrupt source error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was 224 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer troubleshooting was performed. Customer was advised to insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.